Event description:
The customer contact reported back flow of fluid into the primary line from the secondary line while a backcheck valve was in use. The patient was receiving d5.45ns on the primary line and levaquin 500mg on the secondary line via an acclaim pump. The levaquin was being delivery of the levaquin on the secondary line was started. Approximately fifteen minutes later, the nurse noted the secondary solution was flowing into the primary solution container. The secondary delivery delivery was reported completedly and the physician was notified. The physician prescribed that the d5.45ns mixed with the levaquin be given and the delivery was completed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.